Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was 439 mg/dl, which she treated via manual insulin injection. Troubleshooting did not occur for the high blood glucose. No products were returned or replaced at this time.